Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and not returned. The jaws were inspected and were found according to our specifications. Visual inspection under magnification was performed and evidence of active rod was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. It could not be determined what may have caused the incident reported.

Event description:
It was reported that during a lavh procedure, the jaw broke off during use. The event occurred near the end of the procedure, therefore, no need for further use of the energy device. The procedure was completed using shears and without impact to the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.